Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: a device history record review was performed for provided lot number 9336352. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 15 physical samples and 1 photo sample was received for evaluation by our quality team. Through examination of the physical samples, all of them have the bottom web with embedded black foreign matter. The syringes are clean with no residues of black foreign matter and the packaging top web also is clean with no residues of black foreign matter. The black foreign matter was attempted to be rubbed off with a clean white cloth and it was not possible to removed it. It is embedded. There are two samples showing a poor slitting leaving a piece of excess top/ bottom web material. The picture sample shows 3 syringes in its packaging blister and are of the physical samples sent in. This type of defect could have resulted during the sealing process where the bottom web got exposure to extra heat causing black stains. The poor slitting is from a jam while moving the part and performing the sealing process.

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had a stain on the packaging. This occurred on 32 occasions before use. The following information was provided by the initial reporter: stain on product packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 ml bd luer-lok¿ tip syringe had a stain on the packaging. This occurred on 32 occasions before use. The following information was provided by the initial reporter: stain on product packaging.